Event description:
An explant due to infection at the lead and ipg site was reported. The pt's precision system was explanted. No cultures were taken. The pt was treated with oral antibiotics.

Manufacturer narrative:
The devices will not be returned for evaluation, as they were discarded by the medical facility.